Event description:
It was reported a pt underwent aortic valve replacement surgery. Postoperatively in 2010, the pt presented with dizziness and an echo showed an elevated gradient. The impression was that there may be pt prosthetic mismatch. The surgeon is awaiting reoperation until result of heparin-induced thrombocytopenia (hit) are available. Additional information has been requested.